Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons on the insulin pump were unresponsive. The insulin pump kept beeping. When the customer pressed the up arrow button the numbers scrolled up very fast. The insulin pump alarmed battery out limit. Over the years the customer dropped the insulin pump in water and the screen on the insulin pump had a crack. The customer's blood glucose level was 184 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.